Manufacturer narrative:
The investigation for the placement signal issue and product damage has been completed. Impella 5.5 pump was returned. The pump was visually inspected and the white patient cable appears to be torqued and twisted. No cannula/catheter kink observed. Borescope view of pump obtained and biomaterial, foreign material ingestion observed. Pump 5s was verified and all parameters were in range. Light continuity test was passed with light exited the sensor face. Patient cable torquing was done but psnr did not reproduce. No other additional failures seen. Pump ran in bucket of water and low flow issues were observed at p-9. Optical pressure sensor test done and no issues were seen with pressure holding at intervals of 50 mmhg from 0 to 250 mmhg. Data logs were reviewed and optical signal 5s parameters were found to be out of range with placement signal spike to 3000. The snr and contrast was decreasing and gain, lamp was increasing. Later the optical signal issue resolved at the end and was in range for last 2 hours before explant. Drop in flows observed at the end of case with auto suction response. The cause of the optical signal failure was most likely an air gap from between the aic and the patient cable plug or within the middle of the red handle ferrule. The cause of the low pump flow issue was biomaterial due to foreign material ingestion. The as reported placement signal issue failure mode was removed since no issues were observed per log and product review and was as investigated to optical failure mode with optical signal being out of range with psnr alarm. Also, the as reported product damage(cannula kink) failure mode was removed since no abnormality with return product found and changed to as investigated low flow failure mode per product, log and clinical review.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported a 51-year-old male patient in a cardiogenic shock (cgs) / cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. During impella support, the catheter appeared to be kinked. The patient stood up and, per staff, white cable was potentially stepped on. Placement signal became erratic and flows decreased by 1-0.5 lpm, pf/pp were maintained without issue. Visual inspection revealed twisting at white cable/red plug connection.